Manufacturer narrative:
The reported incident that screwdriver blade, cannulated was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional forces during the application. The device inspection revealed the following: the visual investigation of both inner blades revealed that both tips of the cannulated screwdriver blades are indeed completely broken off. These damages / breakages clearly indicated that high mechanical force had been applied which finally resulted in the tip breakages. As indicated by the surgeon ¿that a contributing factor could be that the bone quality was exceptionally good). The fracture surfaces show the appearance of a ductile forced ruptures from torsional overload. Note that one outer shaft and the coupling part of one inner shaft has not been returned. Also some residues / blood / corrosion are clearly evident which may have also had an influence on these reported breakages. Note a CAPA 712799 has been initiated in order to further improve the current design. No corrective actions are required at this time. No indications of material, manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A screwdriver blade for twinfix broke during surgery. The surgeon could not tighten nor remove the screw. The surgeon, reported that he followed the procedure according to stryker instructions. When the first screwdriver broke, another hospital stocking the same kit sent a replacement screwdriver by courier. The customer also reported that he broke the replacement screwdriver after removing the first screw and trying to implant a new one. The time they had to wait for the replacement screwdriver was approx. 1.5hours. The patient was kept on the operating table during this time. According to the surgeon the patient did not experience adverse consequences as a result. Since the replacement also failed the team changed to an old system and finalized the procedure using a different tool. The surgeon commented that a contributing factor could be that the bone quality was exceptionally good but he can not be sure of that.

Event description:
A screwdriver blade for twinfix broke during surgery. The surgeon could not tighten nor remove the screw. The surgeon, reported that he followed the procedure according to stryker instructions. When the first screwdriver broke, another hospital stocking the same kit sent a replacement screwdriver by courier. The customer also reported that he broke the replacement screwdriver after removing the first screw and trying to implant a new one. The time they had to wait for the replacement screwdriver was approx. 1.5hours. The patient was kept on the operating table during this time. According to the surgeon, the patient did not experience adverse consequences as a result. Since the replacement also failed the team changed to an old system and finalized the procedure using a different tool. The surgeon commented that a contributing factor could be that the bone quality was exceptionally good but he can not be sure of that.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.